Event description:
There was an allegation of questionable potassium electrode results for 1 patient sample on a cobas e 402 analytical unit. The initial result was 6.0 mmol/l. The result was marked as critical, and a new sample was obtained. The result from the new sample was 3.7 mmol/l. Due to the discrepancy in results, the initial sample was respun and retested, and the result was 3.9 mmol/l. This result was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). A precision test was performed with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. The alarm trace showed "abnormal aspiration (sample pipetter)" and "sample short" errors. The field service representative did not identify a root cause for the issue. The electrodes were replaced, and the field service representative verified that the instrument was performing within specification. The investigation could not determine a specific cause of the event. Although no cause was identified, the issue appears to be resolved. The investigation did not identify a product problem.